Event description:
Issues reported by ICU teams in [redacted]-the beginning- and [redacted]-in the middle of the current year with the large bore stopcock with rotating male luer lock, however previous devices/packaging not saved. Nursing safety team conducted functional testing on 5 stopcocks in [redacted]-the middle of the year. During testing, fluid could be aspirated from the IV bag into a 20 ml syringe; however, when the stopcock was rotated to administer fluid (simulating delivery to a patient via a blue clave), the syringe plunger could not be depressed, and fluid could not be infused. These findings were validated in collaboration with the picu [pediatric intensive care unit] education team. Additionally, picu provided two stopcocks that had been used during patient care on [redacted]. All seven non-functioning stopcocks have been retained and are available for supply chain evaluation. The following lot numbers were identified among the devices that failed testing:(10) dr25h01024 (10) dr25j03055.